Manufacturer narrative:
The caller stated they could not identify the out of range measurement as clinic testing produced normal measurements. A boston scientific technical services consultant reviewed the data from the remote monitoring and stated the out of range measurement had not posted to the device yet due to the twenty-four hour clock not being expired. The consultant recommended a patient initiated interrogation (pii) be performed and also that the patient be brought into the clinic for system evaluation and testing.

Event description:
Boston scientific received information that a red alert was generated for this system due to an out of range pacing impedance measurement on the right ventricular(rv) channel which triggered the lead safety switch (lss). No adverse patient effects were reported.